Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. It cannot be determined to what extent the position of the femoral implant had on his pain and clinical status. Based on the available information, the root cause for the ¿heterotopic ossification¿ cannot be concluded but for some patients, it can be genetically predisposed. It is a known complication of joint surgeries and is related to the procedure and not the device. Without the supporting lab/pathology results, imaging and/or the analysis of the explanted components the root cause of the reported pain, elevated metal levels, femoral loosening, and osteonecrosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the right hip was performed due to chronic and increasing pain, elevated cobalt and chromium levels, heterotopic ossification, gross loosening of the femoral component with underlying osteonecrosis.